Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had a ¿circular chunk¿ of the distal coupler crack off the body of the coupler. This occurred during patient infusion of normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Evaluation codes were provided. The device was received for evaluation. During visual inspection the male luer collar was observed cracked/broken. The reported condition was verified; however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.